Event description:
The following has been reported: device changed rate from 8ml/hr to 0.122ml/hr at 13:15 (B)(6) 2024 the kvo on the pump is actually off. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
No issue could be found during device history record review. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. During device log review, no single infusion at 8ml/h was found, but a sequence of flowrates at 8.5ml/h, 8 ml/h and 0.122ml/h on the reported date. All have all been programmed manually by a user. A flowrate test related to the reported event was carried out. It performed successfully and value was found compliant with IFU specifications compared to settings and no sudden changes in flow rate. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. It could be advise to recalibrate the v0 to improve flow accuracy. To limit the flow rate changes, you can use the menu's keypad lock function to block the keys. This complaint is considered as: not valid. The trend is: n/a.